Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors was analyzed, and the findings did not replicate or confirm the customer reported event. A visual inspection was performed, and no broken components are observed at the distal tip. The tube adapter was not broken. An in-house mcs tip accessory was able to be installed on the tube adapter without any issues. The instrument was found to have abrasions on the tube adapter. Scratches or abrasions to the tube adapter are deemed cosmetic damage. The probable root cause is attributed to damage during use. Excessive contact with abrasive or hard surfaces during tip accessory installation can also cause scratch marks.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the sp monopolar curved scissors instrument's tip was broken. The procedure was completed with no reported injury.